Event description:
12/09/1999 device was placed for the infusion of hyperalimentation and intralipids. On 12/15/1999 infant because bradycardiac and was noted to have desaturated and have a bluish discoloration of the abdomen. The infant expired shortly afterwards.